Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was unknown. Treatment for the event was unknown. Twenty one days after hospitalization, the patient's pd catheter was discontinued and the patient was switched to hemodialysis therapy. On the same day, the patient was discharged from the hospital. Patient outcome was not reported. Additional information is not available.